Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during a total laparoscopic hysterectomy using the subject device with td-sb400 and usg-400, an unspecified error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation on december 22. 2021. Omsc found that the tissue pad was worn severely.

Manufacturer narrative:
The subject device was evaluated by olympus medical systems corp. (Omsc). A crack occurred 13 mm from the tip of the probe. There was a contact mark around the crack of the probe. There was a mark of contact with the probe on the grip. The tissue pad was severely worn. It was presumed that the event you pointed out was caused by the following mechanism. Since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tissue pad was severely worn. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact with each other. The probe cracked because the ultrasonic wave was output while the grip and the probe were in contact with each other. In addition, contact marks were generated. An error occurred because the output was made with the probe cracked. The above device handling has warned in the instruction manual. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). Crack was presented at 13 mm from the distal end of the probe. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following inspection items which related to the reported phenomenon. [Inspection]ultrasonic output [inspection]appearance. A likely mechanism causing the reported event might be the following: the ultrasonic output was activated while the distal end of the grasping section was grasping thick and hard tissue. The probe came into contact with the tissue pad on the rear end of the grasping section, causing the tissue pad to wear out severely. Since the tissue pad was worn out, the grasping section and the probe came into contact. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. After that, a force had been applied to the probe. This caused the probe to have cracks. No other information could not be obtained. A supplemental report will be submitted, if additional or significant information becomes available at a later time.